Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. (B)(4).

Event description:
This complaint is a duplicate of (B)(4) (psr-q2-07-31-2018) all the information will be captured in this complaint. It was reported that a (B)(6) caucasian female patient who underwent breast augmentation with mentor gel implants on (B)(6) 2009 underwent digital mammogram on (B)(6) 2017 that showed abnormal contour of right implant with dense material seen surrounding the implant but possibly contained within the capsule. The patient underwent revision procedure on (B)(6) 2018 for suspected right breast implant rupture, possible right breast capsular contracture, and bilateral ptosis. During procedure, the implants were removed intact and 300 cc of serosanguineous fluid was removed from the right breast. The patient underwent bilateral peri-areolar mastopexies and placement of new mentor silicone gel implants bilaterally. This report is for the left side.